Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. When the cycler power was turned on, can smell burning inside. Touch screen test failed. Inverter board functionality verification failed. The inverter board j2 connector was burnt. The cause was inverter board failure - (old rev black box). There were no other visual discrepancies found during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the liberty select cycler was emitting a burning smell during treatment. The patient cancelled treatment. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon physical evaluation of the cycler by the manufacturer, it was identified that the connector on the inverter board was burned. Additional information was solicited, but unavailable.